Event description:
Reportedly during left femoral thrombectomy, the catheter was passed distally within the superficial femoral artery to 70cm. The catheter was slowly extracted, when out, the tip of catheter was missing. A second fogarty was advanced distally and successfully retrieved the detached catheter tip along with organized thrombus. No permanent pt injury reported.